Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with cracked display window corners, reservoir tube lip, belt clip slot and scratched lcd window.

Event description:
It was reported that the customer's insulin pump alarmed during prime/rewind. The blood glucose reading was 18.0mmol/l. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.